Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported that the customer had a power loss alarm. Blood glucose value was 400 mg/dl at the time of the incident. The customer treated the high blood glucose reading with a bolus from the insulin pump. Troubleshooting was performed and the customer was informed the device is working as it should for the customer. Nothing will be replaced or returned.